Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect anti- hbcab results were generated for a (B)(6)-year-old male while using the architect i2000 analyzer. The customer reported that the patient sample generated an initial result of 0.04 s/co (non-reactive). Historically, the patient generated anti-hbcab results of 3.88 s/co (reactive) and 4.04 s/co (reactive) which the customer considers the correct result, however generated a result of 0.008 (non-reactive) on the roche platform. No impact to patient management was reported.

Manufacturer narrative:
A ticket search was performed and determined there is normal complaint activity for the architect anti-hbc ii lot 91305li00. The tracking and trending report reviewed determined there are no related trends. Testing was performed using a retained kit of lot 91305li00 in a sensitivity set up and it was noted that the reagent kit showed normal performance without false non-reactive results. The clinical sensitivity of lot 91305li00 was evaluated by testing two commercial seroconversion panels. The seroconversion panel results were compared to the architect anti-hbc ii results and it was noted that the likely cause lot detected the same bleeds as reactive. Based on this data, it was shown that the sensitivity performance of the likely cause lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer issue. In conclusion, no systemic issue or product deficiency was identified for the architect anti-hbc ii reagent.